Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). Event site telephone: (B)(6). Updated field: b4, b5. B6, b7, d5, d10, e1(initial reporter name, event telephone number, event site email), e2, e3, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the drive manifold and tested the unit for functional check with patient simulator and iapb consumable. Safety disc (pim) leak test. Replacement of the seal and lubrication of the helium inlet connector. Lubrication of the valve inside the cardiosave trolley. Verification of the absence of helium leaks: loss of 3 psig in 5 minutes, within tolerances. Calibration and verification of pressure sensors (vacuum, pressure). The fse reviewed calibration and verification of helium pressure sensors (external, internal). The unit passed all functional and safety checks before being returned to normal use.

Event description:
It was reported by the getinge fse that during preventive maintenance the cardiosave intra-aortic ballon pump(iabp) had leak in the drive that was only visible during calibrations. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had leakage issue. No harm or injury to the patient was reported.